Event description:
It was reported that during a lap sigma procedure the instrument broke and could be removed out of the situs. The site used a new instrument to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.